Event description:
A malfunction alarm was reported, displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.